Manufacturer narrative:
The reporter indicated that the product was not available for return. The device history was reviewed with no issues noted. Smiths was unable to confirm the issue or determine a possible cause without return product eval. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.